Event description:
It has been reported to philips that geometry module of the allura device was replaced. No harm has been reported to philips we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was broken. Troubleshooting actions identified that control geometry module maybe dropped. The fse replaced geometry module. After replacement of the geometry module, system was returned to use in good working order. The codes were updated based on the investigation outcome.